Event description:
After opening a box of 3m aseptex masks, the nurses noticed that all the bands that go around head to hold the mask in place were old and brittle. Causing them to snap(break).====================== manufacturer response for molded surgical mask, aseptex molded surgical mask (per site reporter)======================informed the sales rep. The sales rep has taken some of the masks for return to the manufacturer.